Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported display not working, which was reproduced at power up as a white screen. The symptom was found to be caused by a failed input/output (I/o) printed circuit board. The I/o printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump display was not working. There was no patient involvement. No additional information is available.